Manufacturer narrative:
(B)(6). The lot was manufactured november 29, 2017 ¿ december 1, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unknown location. The reporter stated that approximately 2/3 of the device¿s fluid had leaked into the overpouch. The device had been filled with 12000mg flucloxacillin in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.